Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. Fresenius bloodlines and dialyzer were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of the event. The patient opted not to continue treatment and ended 1 hour early without any issues. The bmt said that the machine was returned to service after he replaced the blood pump rotor. The complaint device was discarded and is therefore not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed based on the objective evidence provided by the facility¿s biomedical technician.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. Fresenius bloodlines and dialyzer were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of the event. The patient opted not to continue treatment and ended 1 hour early without any issues. The bmt said that the machine was returned to service after he replaced the blood pump rotor. The complaint device was discarded and is therefore not available to be returned to the manufacturer for evaluation.